Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147.

Event description:
Information was received regarding a an unspecified cadd cassette reservoir. It was reported that the device alarmed for high pressure as patient's daughter prepared new cassette. She denied any kinks or clamps on the tubing. The current pump is running fine with the current cassette. She was advised to switch to a new cassette, the pump alarmed again with no kinks or clamps present. Once the daughter attached a new cassette with new tubing to the pump and pressed prime, the pump alarmed again for high pressure. She tried switching the new cassette to the former pump, then the call suddenly disconnected. The infusion was life sustaining, and the event is reportedly ongoing. There was no patient, or clinician injury reported.